Event description:
In 2007, a patient/lay person informed a customer care advocate, cca, that the casing of her one touch mini lancer was cracked. The issue occurred on the same day. Reportedly, she did not test her blood glucose; however, she injected 5 units of novalog, which the patient stated was an increased dose. The patient did not indicate why she elected to take extra insulin without testing. At an unknown time of day after the lancet cracked, the patient "felt low". The exact symptoms were not provided. It is not known what action the patient look, if any, after feeling low. The lancing device was replaced. Since the patient has not responded to this senior medical affairs calls, a letter has been sent. The complaint is classified as an adverse event because the patient claimed she suffered hypoglycemic symptoms the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject lancing device for evaluation, but has not yet received it. If the lancing device is returned, lifescan will evaluate it and, if it does not pass inspection. Lifescan will inform FDA of the results in a supplemental report.